Event description:
It was reported that the piston pushed all of the insulin out of the cartridge during the load cartridge phase. A family member stated that the pt was unable to use the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.